Manufacturer narrative:
Device not returned.

Event description:
It was reported during product inspection at the user facility, the customer observed that several pieces of metal were removed from the tip of the blade guard. The customer was concerned if the metal pieces remain in a patient and the potential to cause damage. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported during product inspection at the user facility, the customer observed that several pieces of metal were removed from the tip of the blade guard. The customer was concerned if the metal pieces remain in a patient and the potential to cause damage. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.